Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter and returned test strips. Most likely underlying root cause of malfunction:user had an inaccurate reference. Manufacturer contacted customer with follow up phone calls for knowing the customer condition to ensure the new product replacement resolved initial concern;customer stated no medical attention is required since the initial call;customer is satisfied with the new product blood glucose results.

Event description:
Customer complains of high results. Customer states that he feels physically fine at this time, but was hospitalized and went into a diabetic coma. The customer's expected blood results are 70-130mg/dl fasting. Verified test strips expiration date is 02/28/2018. Confirmed customer's test strips are being stored properly and opened vial date (B)(6) 2015. Customer performed a back to back blood test 273mg/dl and 294mg/dl fasting. Reviewed meter memory: (B)(6). Memory concerns: all results on (B)(6) 2016 prior to diabetic coma. Customer called wanting a new truebalance meter. Customer mentioned that she had been in the hospital in a diabetic coma. Customer was in the hospital between (B)(6) 2016 - (B)(6) 2016. Customer was found by daughter unconscious. Prior to coma customer recalled injecting her self with insulin (lantus) after obtaining a blood result of 142mg/dl. Customer tested blood sugar a few hours later and blood sugar had dropped down to 94mg/dl. Customer stated she injected herself between 16-18 units. Upon arrival to hospital customer was tested with hospital meter which resulted in a blood sugar of 40mg/dl. Customer was pumped with sugar solution and taken off insulin. There have not been any permanent impairments as a result of this event. Customer mentioned that while in the hospital, hospital tested her truebalance meter versus their contour meter and stated that the truebalance meter was reading higher by 40 points. Customer does not recall taking a lab test to determine blood sugar. Customer was given a contour upon discharge.